Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor under infused. The device was filled with fluorouracil and glucose and connected to the patient. The patient then returned to the hospital with solution remaining in the device. The fill volume, volume infused, expected infusion time, and actual infusion time were not specified. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.